Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. In reviewing all the information obtained during the investigation of this incident, the reported damage appears to be related to handling. A review of the lot history record and a review of the similar incidents complaint history could not be performed because the lot number is not known. Based on the information reviewed there is no indication of a product deficiency.

Event description:
It was reported that the 3.5 x 30 mm trek dilatation catheter was removed from the package without difficulty. During preparation, it was noted that the device "came apart" and was not used. As the meaning of "came apart" is unknown, this will be considered a separated device. The device was not used and there was no patient involvement. There was no adverse patient effect and no clinically significant delay reported. A second same size trek dilatation catheter was then used in the procedure. No additional information was provided.